Event description:
During preparation for insertion, the prosthesis was pushed through the loading tube, when the inner part of the voice prosthesis (the blue valve seat) detached from the prosthesis. The clinician re-inserted the blue valve seat into the prosthesis, but during the attempt to insert the prosthesis into the patient, the clinician considered that the prosthesis was not stable enough and the insertion was interrupted. The procedure was finalized with a new prosthesis without problems. No effect on the patient.

Manufacturer narrative:
Analysis of probable cause is ongoing.